Event description:
Information was received from a patient regarding an external device to an implantable pump infusing fentanyl for non-malignant pain. It was reported that as of probably a few weeks ago, shortly after their last refill, the patient's communicator and the handset were not working correctly. When trying to connect to myptm (personal therapy manager), the patient would have to reset the handset, press cancel, and resync. The patient stated they had nothing but issues and it took them 10 to 15 minutes to get it to administer to deliver a bolus. They got a red notice before but did not remember what it said. The patient reported they would have to resync the communicator 5 or 6 times to get the communicator to communicate. Last time it took 10 minutes to connect, the patient had to hit cancel and try the process over since it did not even start to show the percentage. The patient reported that sometimes it said to resync the device, and when that did not work the patient had to reset the handset. This happened every time they went to do a bolus. An agent asked if it lagged at 90%, and they said when they usually get their medication it lowered their time to get to 100% and worked as normal again. The agent had the patient reset the communicator and walked the patient through clearing data. The patient closed all applications and kept getting not found and no device found. The patient reset the handset and was able to connect to the myptm application. The issue was not resolved. A request was sent to the repair department to replace the communicator.

Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6) implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 16-may-2024, UDI#: (B)(4) device received: 2026-may-01 analysis identified the micro usb port is loose and the battery failed charging bench test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.